Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported left side ¿well defined, hypoechogenic nodule on color doppler, measuring 6 x 3 x 7 mm, in the upper outer quadrant of the left breast", which is not device-related. Device remains implanted.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound & MRI. Ultrasound report showed "a non-vascularized, non-enhancing, well defined, hypoechogenic nodule on color doppler, measuring 6 x 3 x 7 mm, in the upper outer quadrant". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: no other observations observed on the device.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.